Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown exeter stem. An unknown unipolar head was reported. At this time, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the hospital is not willing to release the devices for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
Revised to thr with trident & mdm (B)(6), 2013 (revised due to pain; no diminished acetabular cartilage). Stable postop with good capsule & soft tissue repair.